Event description:
Zinc poisoning [metal poisoning]. Paralyzed [ascending paralysis up to a block of the speech centre]. [Paralysis]. Can no longer speak [aphasia]. Fed artificially [aphagia]. Bedridden [bedridden]. Case description: a male consumer reported that his wife, a female consumer of unknown age, used blend-a-dent superhaftcreme, version unknown, number and frequency of applications unknown, for over 20 years (exact length of time unknown) on unspecified date(s). In 2010 a (B)(6) hospital established that she had zinc poisoning. This was confirmed following hair analysis at an institute in (B)(6). The husband reported that his wife was paralyzed (described by the reporter as an ascending paralysis up to a block of the speech centre), fed artificially, unable to speak and bedridden. Medical history: no information provided. Concomitant medication: no information was provided. The outcome of the case was: not recovered/not resolved. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.